Event description:
Information was received from a consumer (con) regarding patient receiving dilaudid (hydromorphone). The indication use was not ment ioned. The patient reported that they are ¿'not doing so hot' due to inability to get boluses 'yesterday and all weekend' then 'starting friday afternoon' due to being locked out. The patient stated they just got home from their doctor's appointment. An agent inquired if patient was able to bolus intermittently throughout weekend or not at all during the weekend but pt did not provide clear answer. Also, an agent inquired if pump was alarming, due to patient stating the pump was not working properly despite hcp telling them at their appt earlier today that the pump was working 'perfectly,' but patient stated 'no, I don't think I'm hearing that.' Per handset: 5 bolus left today bolus duration: 1 min lockout duration: 3hrs dose restriction: 6 boluses / 24 hrs max activations: 6 boluses / day bolus unavailable for the following reasons: lockout. The patient stated this was consistent with them bolusing shortly before calling. An agent reviewed bolus lockout education, dri considerations, and redirected the patient to healthcare provider. When the agent inquired pump medication, the patient stated 'he upped their dilaudid by 5 points because I'm in so much pain.'

Manufacturer narrative:
Continuation of d10: product ID a820, product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) stated that there was no device allegation. It was stated that the pump working properly. However, the patient was seen in the emergency room and was admitted as inpatient. The cause/action/outcome of bolus denied and locked out were asked but unknown at this time.